Event description:
It was reported that during an unknown procedure, it was observed that the device would not open. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. B3: only event year known: 2025. D4: batch #unk. Additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed? If yes: a9811w - would not fire when attempted to use; a9861w - deployed but would not reopen, manually override but still stuck. 2. Did the device deliver any staples? A9861w did fire the staples but would not reopen. 3. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Unsure/not noted. 4. Were there staples missing from the staple line? Unsure/not noted. 5. If yes, was the staple line complete? Unsure/not noted. 6. Did the device cut? Unsure/not noted. 7. If yes, was the cut line complete? Unsure/not noted. 8. If yes, was there any issue with the cut line? Unsure/not noted. 9. Was there any difficulty opening the device jaws? A9861 would not reopen once deployed. 10. If yes, what steps were taken to open the jaws. Removed battery to manually override. 11. If the jaws could not be opened, how was the device removed. Unsure/not noted. 12. Was there a patient consequence? If yes, how was the issue addressed? No. 13. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No changes noted. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? A manufacturing record was performed for the finished device psee45a lot number a9811w and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.